Event description:
This is a spontaneous report from a health care professional from the USA of device failure, over infusion, cardiorespiratory arrest, subarachnoid hemorrhage and death in a male patient coincident with heparin sodium in 5% dextrose (premix 25,000 u/ 500 ml bag). In 2007, the patient was admitted through the emergency room (ed) with a diagnosis of nausea, vomiting and diarrhea. Treatment with reglan was initiated for nausea. The pt was also receiving oral coumadin since 2007 (dose unknown), following placement of cardiac stents due to a myocardial infarction which occurred the previous week. The pt was placed on intravenous heparin sodium in 5% dextrose 500 ml bag (indication not reported) at 24 ml/hr via a baxter flo-gard 6301 infusion pump prior to event date, at 0637, while in the ed and was then transferred to the nursing unit. A ptt was drawn (time not reported) which indicated a critical value of 106. The heparin infusion was held for 1 hour (at 1400) per hospital protocol. The heparin infusion was restarted at 1500 at a decreased rate of 17.7 ml/hr. Two nurses checked the pump settings at the new rate of 17.7 ml/hr and placed the pump in a lock mode. The nurses were in and out of the patient's room frequently due to patient's complaint of nausea, vomiting and diarrhea. The pump did not alarm during this time. At 1900, the nurse visited the patient and noted that the heparin IV bag was "almost empty". The patient was non-responsive. The patient coded, resuscitation and fluids were begun and the patient was intubated. No vital signs were available for before, during and after the event. A CT scan of the brain was done on four days later, at 0010. The results indicated the patient had acute hemorrhage in the left parietal lobe with intrusion into the subarachnoid space. All resuscitative efforts were stopped. The patient expired. No autopsy was done. The death certificate was not available. The hospital's biomedical manager stated that the pump was reportedly programmed to infuse the heparin at 17.7 ml/hr and actually infused 117ml/hr. An investigation of the pump was initiated.